Event description:
A biomedical engineering technologist reported that the laser was getting low or no burns during a vitreo-retinal procedure. There was a significant delay in the procedure, but no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).